Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -1.00/2.5/081 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. It was reported that glare/haloes were observed. Cause of the event is reported as central flow hole. Lens remains implanted. Reportedly, lens exchange is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.